Manufacturer narrative:
(B)(4). The complainant indicated that the device was contaminated and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted transduodenal to the common bile duct (cbd) during a procedure performed on (B)(6) 2018. According to the complainant, during deployment of the first flange of the stent, the device required great force to deploy and the sheath buckled close to the handle. The delivery system was then unable to be deployed any further. The device was removed from the patient with the catheter fully covering the stent. The procedure was completed with another hot axios stent and delivery system. The patient's condition at the conclusion of the procedure was reported to be stable.